Manufacturer narrative:
H.6. Investigation summary: bd received 2 customer photos in support of this complaint. One of the photos shows several bd push button blood collection sets with open seals and warped packages. Bd is able to confirm the customer¿s reported failure mode of open package/seal ¿ sterility in question. Additionally, (B)(4) retain samples were visually inspected for warped packaging and open seal. All samples passed the testing with no evidence of damage to the package or the seal. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure mode of open package/seal ¿ sterility in question based on the photo evaluation however, the issue was not observed with retain sample testing analysis. Bd is unable to determine a root cause for the reported issue.

Event description:
It was reported that prior to use 10 bd vacutainer® ultratouch¿ push button blood collection set the seal on package was open, thus affecting sterility. The following information was provided by the initial reporter: packaging is warped and opened.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use 10 bd vacutainer® ultratouch¿ push button blood collection set the seal on package was open, thus affecting sterility. The following information was provided by the initial reporter: packaging is warped and opened.